Manufacturer narrative:
Date sent: 03/12/2009. Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand switch assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported during an unknown procedure, the device would not activate with hand switch. Another device was used to complete the procedure. There wad no adverse consequence to the patient.